Event description:
Purchased contacts from costco approx 11/15. Have worn 5 lenses from my box of 24 and each one has caused the feeling of something under my left eyelid. Changed to different lot# I had previously and no issues. Called manufacturer and they will only replace lenses used, not entire box of 24 purchased. They want me to continue to use lenses and if there is still discomfort then call them back. I didn't agree with this but they said that was their procedure. They also couldn't guarantee that my replacements would be a different lot#. Also contacted costco to make them aware. Waiting for their manager to call me back. Product with issue: lot# 445733 0101c acuvue oasys with hydraclear plus -1.75 8.4 14.0 I have been wearing this brand of lenses for years and never had an issue. I wear them for work and then remove them when I get home. (B)(6). Pt code: 2140. Device codes: 1120, 4001. Referencing reports: mw5181931, mw5181932, mw5181933, and mw5181935.